Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl. Reportedly, customer initiated a bolus by accident causing their bg levels to go low. Low bg was addressed by consuming glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.